Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. The insulin pump passed displacement test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring cracked. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.